Event description:
Reporter alleged obtaining the results of 275 mg/dl and 105 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that she obtained the results of 171 mg/dl, 105 mg/dl, 281 mg/dl, and 118 mg/dl on the same aviva system at a different time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.